Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).

Event description:
It was reported by the surgeon that the jts drive unit was not working as it should be.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
It was reported by the surgeon that the jts drive unit was not working as it should be. This is a supplemental report to 3004105610-2014-00213 (B)(4).